Event description:
(B)(4) hello my name is (B)(6) had no previous health issue and I'm a essure victim. On (B)(6) 2011 I had essure place inside my body and was assured by my doctor and all the paperwork that doctor had to provide on essure it all look great to me at that time. I had already had three children and working a full time job. So my hope for essure was great, thinking all would be well. We'll it's not and every day I suffer. From day one which was on (B)(6) 2011 my youngest son's birthday I was unable to celebrate with my own son on his day due to severe pelvic pain, nausea, heavy bleeding and could not stand without pain. I went to doctors and told her that something wasn't right and she assured me it was normal. Well I bleed for three months straight and the pain went no where. So she finally gave me pills after my constant phone calls and visits to stop the bleeding. So now I'm thinking okay the pain should stop after my periods get together. Nope the pills just stopped my period all together for 4 months straight. I have been to multiple doctors and to the ER where I just lost count after so long I still have the implant in because I feel there is a doctor out there to put things back the way they where before I got essure. I have nothing but problems hair loss, nausea, bloating , pelvic pain, body aches, lost of appetite, constipation, headaches. This is just some of my many issue my periods are irregular it hurt when I make love to my husband. I hope that you know that I'm not crazy and I know what my issue and it's essure

Event description:
(B)(4). I received device implant on (B)(6) 2011. Soon afterwards I bleed for 4 months straight. Since then my periods are still irregular. I also have severe bloating,pelvic pain, hair loss and it hurts walking, seating having sex, using the bathroom and form of smotach muscles I use it hurts all day long . My insurance paid for this device to be put in but won't cover it to be reversed they say it elective. The only doctor that will take out is the doctor who put in but she want only to do hytersrictomy. This is effecting my life please help.